Event description:
It was initially reported that a vns patient had undergone a full revision surgery due to an unknown reason. Additional information was later received in the form of an op report which stated that during the patient¿s revision surgery for eos an ¿interrogation¿ of the patient¿s new model 103 generator resulted in a high impedance warning. The surgeon ¿interrogated¿ the generator 2 additional times and received the same results. The notes also indicate that the generator was programmed on following the replacement of the patient¿s lead, thus it is not believed that the high impedance event was due to the presence of a stale impedance value within the generators memory and that references to ¿interrogating¿ the device were actually system diagnostic tests that were performed. The patient¿s explanted lead and generator were unable to be returned for analysis due to the facilities policy on explants. The leads device history record (DHR) was reviewed; all line items were verified to have been signed off, all electrical tests/visual inspections were successfully completed and there were no unresolved non-conformances prior to device shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.